Event description:
This unsolicited case from united states was received on 23-jan-2018 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after unknown latency patient have to use walker, fluid drained from at least one of her knees, could not get out of bed and pain in both knees. No relevant past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patients initiated treatment with intra- articular synvisc one injection at a dose of 6ml once for osteoarthritis. On an unspecified date in 2017, after unknown latency, the patient could not get out of bed -pain was a 10/10 in both knees and patient had fluid drained from at least one of her knees and was given cortisone injection in both knees 1 week later. Prior to injection patient did not use any ambulatory devices but she did have to use a walker (latency: unknown) after the synvisc one injection for approximately 3 to 4 days. Patient was unsure if she was injected with the recalled lot number: 7rsl021. Corrective treatment: not reported for could not get out of bed; walker for have to use walker; fluid drained from at least one of her knees, cortisone for fluid drained from at least one of her knees; cortisone for pain in both knees. Outcome: recovered for have to use walker; unknown for rest of the events. Seriousness criteria: disability for have to use walker; required intervention for pain in both knees. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a female patient who received synvisc one and had knee pain and had to use walker. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case. Also, patient's underlying condition of osteoarthritis and advancing age could have played a confounding factor.

Event description:
This unsolicited case from united states was received on 23-jan-2018 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after unknown latency patient have to use walker, fluid drained from at least one of her knees, could not get out of bed and pain in both knees. No relevant past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patients initiated treatment with intra- articular synvisc one injection at a dose of 6ml once for osteoarthritis. On an unspecified date in 2017, after unknown latency, the patient could not get out of bed -pain was a 10/10 in both knees and patient had fluid drained from at least one of her knees and was given cortisone injection in both knees 1 week later. Prior to injection patient did not use any ambulatory devices but she did have to use a walker (latency: unknown) after the synvisc one injection for approximately 3 to 4 days. Patient was unsure if she was injected with the recalled lot number: 7rsl021. Corrective treatment: not reported for could not get out of bed; walker for have to use walker; fluid drained from at least one of her knees, cortisone for fluid drained from at least one of her knees; cortisone for pain in both knees outcome: recovered for have to use walker; unknown for rest of the events seriousness criteria: disability for have to use walker; required intervention for pain in both knees a product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 06-feb-2018. Investigation results were received and added. Clinical course updated and text amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 06-feb-2018: the follow up information received does not change previous case assessment. This case concerns a female patient who received synvisc one and had knee pain and had to use walker. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case. Also, patient's underlying condition of osteoarthritis and advancing age could have played a confounding factor.

Event description:
This unsolicited case from united states was received on 23-jan-2018 from a patient. This case concerns a 61 year old female patient who received treatment with synvisc one injection and later the patient have to use walker (latency: unknown), fluid drained from at least one of her knees, could not get out of bed/unable to ambulate and pain in both knees/extreme pain of both knees, swelling of both knees (latency: 1 day). No relevant past drugs and concurrent conditions were reported. The patient's medical history included bilateral knee arthritis. Concomitant medications included venlafaxine hydrochloride (effexor) and raloxifene hydrochloride (evista). The patient was allergic to penicillin. The patient received initial injection (unspecified) in (B)(6) 2017 without any issue. On (B)(6) 2017, patients initiated treatment with intra- articular synvisc one injection at a dose of 6ml once for bilateral knee arthritis. On (B)(6) 2017 (1 day after first dose of synvisc one), the patient could not get out of bed pain was a 10/10 in both knees/had extreme pain and swelling of both knees unable to ambulate in morning after injection, for approximately 3 days, ortho surgery started steroid pack which helped only somewhat but still much pain and swelling. It was reported that the patient had fluid drained from at least one of her knees/patient's knees were drained and was given cortisone injection (one time injection) in both knees 1 week later ((B)(6) 2017). The patient had to miss work for a few days and difficulty with ambulation after that. Prior to injection patient did not use any ambulatory devices but she did have to use a walker (latency: unknown) after the synvisc one injection for approximately 3 to 4 days. Patient was unsure if she was injected with the recalled lot number: 7rsl021. The patient consulted healthcare professional and did not visit emergency room and was not admitted in hospital. Corrective treatment: steroid pack and cortisone injection for could not get out of bed/unable to ambulate; walker for have to use walker; fluid drained from at least one of her knees, cortisone for fluid drained from at least one of her knees; cortisone injection for pain in both knees/extreme pain of both knees, swelling of both knees outcome: recovered for have to use walker; unknown for rest of the events seriousness criteria: disability for have to use walker; required intervention for pain in both knees, swelling of both knees a product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 06-feb-2018. Investigation results were received and added. Clinical course updated and text amended accordingly. Additional information was received on 27-feb-2018 from patient. The patient's medical history, concomitant medications and concurrent conditions were added. Additional event of swelling of both knees was added along with details. The event term of could not get out of bed was updated to could not get out of bed/unable to ambulate and corrective treatment and event onset date was updated for the same. The event term of pain in both knees was updated to pain in both knees/extreme pain of both knees and event onset date was updated for the same. Event onset date was updated for the event of fluid drained from at least one of her knees. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-feb-2018: the follow up information received does not change previous case assessment. This case concerns a female patient who received synvisc one and had knee pain and had to use walker. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case. Also, patient's underlying condition of osteoarthritis and advancing age could have played a confounding factor.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. Section b5 was updated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Have to use walker [walking aid user]. Device malfunction [device malfunction]. Fluid drained from at least one of her knees [knee effusion]. Pain in both knees/ extreme pain of both knees/soreness knees/very painful [knee pain]. Could not get out of bed/ unable to ambulate [mobility decreased]. Swelling of both knees/swollen [swelling of knees]. Could not sleep [difficulty sleeping]. Little warm to touch [joint warmth]. Case narrative: based on additional information received on 27-mar-2018, this case became medically confirmed by physician. This unsolicited case from united states was received on 23-jan-2018 from a patient. This case concerns a 61 years old female patient who received treatment with synvisc one injection and later the patient have to use walker (latency: unknown), fluid drained from at least one of her knees, could not get out of bed/unable to ambulate and pain in both knees/ extreme pain of both knees/soreness knees/very painful, swelling of both knees/swollen (latency: 1 day), could not sleep (latency: 1 day), little warm to touch (latency: 1 day). Also, device malfunction was identified for the reported lot number. No relevant past drugs and concurrent conditions were reported. The patient's medical history included bilateral knee arthritis, colon cancer, breast biopsy (1991,1992, 2000,2 009), sleep apnea, dilation and curettage, knee cartilage surgery, non-smoker. Family history includes heart problems, cholesterol, hypertension, arthritis, cancer, breast cancer. Concomitant medications included venlafaxine hydrochloride (effexor), raloxifene hydrochloride (evista), nicotinamide/pyridoxine, hydrochloride/riboflavin/thiamine hydrochloride (b complex), calcium acetate, cholecalciferol (cholecalciferol), glucosamine, hydrocodone, ibuprofen, nabumetone, paroxetine hydrochloride (paroxetine), piroxicam, raloxifene, venlafaxine hydrochloride (venlafaxine). The patient was allergic to penicillin. The patient received initial injection (unspecified) in (B)(6) 2017 without any issue. On (B)(6) 2017, patients initiated treatment with intra- articular synvisc one injection at a dose of 6ml once for primary osteoarthritis of both knees. On (B)(6) 2017 (1 day after first dose of synvisc one), the patient could not get out of bed pain was a 10/10 in both knees/had extreme pain of both knees/soreness knees/very painful and swelling of both knees/swollen, could not sleep, little warm to touch, unable to ambulate in morning after injection, for approximately 3 days, ortho surgery started steroid pack which helped only somewhat but still much pain and swelling. On (B)(6) 2017 the patient had fluid drained from at least one of her knees/patient's knees were drained and was given cortisone injection (one time injection) in both knees 1 week later ((B)(6) 2017). The patient had to miss work for a few days and difficulty with ambulation after that. Prior to injection patient did not use any ambulatory devices but she did have to use a walker (latency: unknown) after the synvisc one injection for approximately 3 to 4 days. Patient was unsure if she was injected with the recalled lot number: 7rsl021. The patient consulted healthcare professional and did not visit emergency room and was not admitted in hospital. Corrective treatment: steroid pack and cortisone injection for could not get out of bed/unable to ambulate; walker for have to use walker; fluid drained from at least one of her knees, cortisone, fluid drained from her right knee, piroxicam (feldene), ice, relatively rest for fluid drained from at least one of her knees; cortisone, local anesthetic, methylprednisolone (medrol pack), piroxicam for pain in both knees/extreme pain of both knees/soreness knees/very painful and cortisone, methylprednisolone (medrol pack), piroxicam for swelling of both knees/swollen, little warm to touch, not reported for rest of the events outcome: recovered for have to use walker; recovering for pain in both knees/ extreme pain of both knees/soreness knees/very painful; not recovered for swelling of both knees/swollen; unknown for rest of the events. Seriousness criteria: disability for have to use walker; required intervention for pain in both knees/ extreme pain of both knees/soreness knees/very painful, swelling of both knees/swollen, fluid drained from at least one of her knees. A product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA is required. Summary: an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 06-feb-2018. Investigation results were received and added. Clinical course updated and text amended accordingly. Additional information was received on (B)(6) 2018 from patient. The patient's medical history, concomitant medications and concurrent conditions were added. Additional event of swelling of both knees was added along with details. The event term of could not get out of bed was updated to could not get out of bed/unable to ambulate and corrective treatment and event onset date was updated for the same. The event term of pain in both knees was updated to pain in both knees/extreme pain of both knees and event onset date was updated for the same. Event onset date was updated for the event of fluid drained from at least one of her knees. Clinical course updated and text amended accordingly. Additional information was received on 27-mar-2018 from physician. This case became medically confirmed. Corrective treatment and onset date updated for knee effusion updated. Concomitant medications were added. Indication was updated. Corrective was added for pain in both knees/ extreme pain of both knees. Clinical course updated and text amended accordingly. Additional information was received on 08-may-2018 from healthcare professional. Additional events of could not sleep, little warm to touch were added. Event verbatim updated from pain in both knees/ extreme pain of both knees/soreness knees to events pain in both knees/ extreme pain of both knees/soreness knees/very painful. Event verbatim updated from swelling of both knees to swelling of both knees/swollen. Outcome and corrective treatment updated for events pain in both knees/ extreme pain of both knees/soreness knees/very painful and swelling of both knees/swollen.

Event description:
Based on additional information received on 27-mar-2018, this case became medically confirmed by physician. This unsolicited case from united states was received on 23-jan-2018 from a patient. This case concerns a 61 years old female patient who received treatment with synvisc one injection and later the patient have to use walker (latency: unknown), fluid drained from at least one of her knees, could not get out of bed/unable to ambulate and pain in both knees/extreme pain of both knees, swelling of both knees (latency: 1 day). No relevant past drugs and concurrent conditions were reported. The patient's medical history included bilateral knee arthritis, colon cancer, breast biopsy (1991, 1992, 2000, 2009), sleep apnea, dilation and curettage, knee cartilage surgery, non-smoker. Family history includes heart problems, cholesterol, hypertension, arthritis, cancer, breast cancer. Concomitant medications included venlafaxine hydrochloride (effexor), raloxifene hydrochloride (evista), nicotinamide/pyridoxine hydrochloride/ riboflavin/thiamine hydrochloride (b complex), calcium acetate, colecalciferol (cholecalciferol), glucosamine, hydrocodone, ibuprofen, nabumetone, paroxetine hydrochloride (paroxetine), piroxicam, raloxifene, venlafaxine hydrochloride (venlafaxine). The patient was allergic to penicillin. The patient received initial injection (unspecified) in (B)(6) 2017 without any issue. On (B)(6) 2017, patients initiated treatment with intra- articular synvisc one injection at a dose of 6ml once for primary osteoarthritis of both knees. On (B)(6) 2017 (1 day after first dose of synvisc one), the patient could not get out of bed pain was a 10/10 in both knees/had extreme pain and swelling of both knees unable to ambulate in morning after injection, for approximately 3 days, ortho surgery started steroid pack which helped only somewhat but still much pain and swelling. On (B)(6) 2017 the patient had fluid drained from at least one of her knees/patient's knees were drained and was given cortisone injection (one time injection) in both knees 1 week later ((B)(6) 2017). The patient had to miss work for a few days and difficulty with ambulation after that. Prior to injection patient did not use any ambulatory devices but she did have to use a walker (latency: unknown) after the synvisc one injection for approximately 3 to 4 days. Patient was unsure if she was injected with the recalled lot number: 7rsl021. The patient consulted healthcare professional and did not visit emergency room and was not admitted in hospital. Corrective treatment: steroid pack and cortisone injection for could not get out of bed/unable to ambulate; walker for have to use walker; fluid drained from at least one of her knees, cortisone, fluid drained from her right knee, piroxicam (feldene), ice, relatively rest for fluid drained from at least one of her knees; cortisone; local anesthetic for pain in both knees/extreme pain of both knees, swelling of both knees outcome: recovered for have to use walker; unknown for rest of the events seriousness criteria: disability for have to use walker; required intervention for pain in both knees, swelling of both knees a product technical complaint was initiated with global ptc number 52199. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 06-feb-2018. Investigation results were received and added. Clinical course updated and text amended accordingly. Additional information was received on 06-feb-2018 from patient. The patient's medical history, concomitant medications and concurrent conditions were added. Additional event of swelling of both knees was added along with details. The event term of could not get out of bed was updated to could not get out of bed/unable to ambulate and corrective treatment and event onset date was updated for the same. The event term of pain in both knees was updated to pain in both knees/extreme pain of both knees and event onset date was updated for the same. Event onset date was updated for the event of fluid drained from at least one of her knees. Clinical course updated and text amended accordingly. Additional information was received on 27-mar-2018 from physician. This case became medically confirmed. Corrective treatment and onset date updated for knee effusion updated. Concomitant medications were added. Indication was updated. Corrective was added for pain in both knees/ extreme pain of both knees. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-april-2018: the follow up information received does not change previous case assessment. This case concerns a patient who received synvisc one and had knee pain and had to use walker. The causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case. Also, patient's underlying condition of osteoarthritis and advancing age could have played a confounding factor.